Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device replacement procedure, when the physician was removing the leads from the existing implantable cardioverter defibrillator (ICD), the setscrew for the atrial lead was found to be attached to the tip of the torque wrench. This was confirmed when viewing the atrial port of the previous device, the setscrew was confirmed missing. Upon tightening the setscrew for the right ventricular (rv) pace-sense lead of the replacement ICD, the setscrew continued to spin freely, and it was highly likely that the hexagon portion had become stripped when tightly fastened. However, the rv pace-sense lead was still securely fixed, and would not budge when pulling on the lead. There was speculation that the rv setscrew will not be able to be removed at any future device replacement, therefore the physician thought it necessary to program off atrial sensing in order to achieve a longer life span of the device. The physician was aware of possible excessive rotation, however, felt that the setscrews of the product were more likely to fall out than those of competitor's product. The new ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10: unknown atrial lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.